Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was moderately calcified. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the procedure at below nominal pressure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications nor injuries were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6).